Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor of a monitor which was returned for evaluation into an unrelated issue, a reportable malfunction was found. The response buttons on monitor sn 07172243 were non-functional.